Manufacturer narrative:
Reference e-complaint- (B)(4). *investigation: x-inspect returned samples. *analysis and findings a review of the 2 yr complaint history reveals no similar issues. This unit was manufactured in october 2018 under wo # (B)(4). Service & repair did not confirm the complaint. The unit was free of functional defects and operated to specifications. The pictures provided by the vendor indicates the device was exposed to excessive pressure with the tank that was used. The frosting over in multiple spots is indicative of such an issue. Service & repair also stated an issue like this is more likely to happen in the summer months when a tank may have been warmer than ambient. The root cause for this complaint condition is being attributed to end user error. The IFU also has a section stating the pressure of a tank should not exceed 70 kg/cm2 and should be bleed out before use. *correction and/or corrective action: the unit was tested to specifications and returned to the customer. The representative of the distributor was contacted to convey the finding. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. *was the complaint confirmed? No.

Event description:
Not properly working. Handle is freezing and burning hand, freezes tube, frozen gas comes out different place. Order: (B)(4). Ref e-complaint- (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Not properly working. Handle is freezing and burning hand, freezes tube, frozen gas comes out different place. (B)(4).